Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precision glide¿ needle the physician noticed plastic debris when using needles for injections on patients. There was no further report of injury or medical intervention

Manufacturer narrative:
Results: bd received (51) fifty-one samples in a sealed carton to the columbus plant for evaluation. However, the samples returned were for material (B)(4), batch 7086862 (25 x 1 1/2¿), and not for the material / batch referenced in the complaint therefore failure mode could not be verified. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. All inspections performed during assembly and packaging were acceptable, and all product met the required specification. All cleaning was performed according to the documented procedure. No quality notifications were written for this batch, nor for the associated assembly batch. Bd was unable to confirm or duplicate the customer's indicated failure mode for foreign matter. Conclusion: unable to determine the root cause since the defect was not confirmed. No CAPA will be initiated at this time.